Event description:
A malfunction was reported when a pump displayed a malfunction code, leading to a necessary replacement, although the pump was able to reset and clear the malfunction temporarily. There was no adverse impact to the customer¿s blood glucose level reported. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was provided with instructions on how to prepare the faulty pump for return and was advised on the setup of the new pump.